Event description:
On (B)(6) 2012, the pt reported that the up button on his infusion device was not working properly. He stated that sometimes it does not work when he attempts to program a bolus. During troubleshooting, the button performed as it should, but the pt states that it is an intermittent problem that he first noticed in (B)(6) 2011. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.